Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm stopped working occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause of signal loss was determined to be the mobile device lost power. The reported event of a cgm stopped working is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.